Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted the breach was on the overlay tubing. The overlay tubing is not insulation and does not affect the electrical performance of the lead. This lead was included in that field action, and returned product testing found the device did perform as described in the field action.(B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing. In addition, insulation damage was detected during the replacement procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.